Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, and/or excessive activity." Number 22 states, "aseptic lymphocyte-dominated vasculitis associated lesion (alval)."

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2008. A revision procedure has been indicated due to aseptic loosening and an aseptic lymphocyte vasculitis associated lesion (alval); however, no revision has been reported to date.